Manufacturer narrative:
MFR's report date: 02/09/2011. (B)(4). The device event logs were received and reviewed. Although requested, the data set was not received. The event logs indicated the pump module had been in use for several days prior to the incident and had been infusing at 5 ml/hr continuously with the user periodically entering a new vtbi. On (B)(6) 2011, the reported rate change from 5 ml/hr to 15 ml/hr occurred at 6:24 am and the rate remained at 15 ml/hr until 10:36 am when it was changed back to 5 ml/hr. During the time the device was infusing at 15 ml/hr, a total of 63.143 ml of drug ID 1 infused. The event logs do not contain drug names, only drug ID numbers. Since the data set was not returned, drug ID name and the associated guardrail limits were not identified. No guardrail warnings were found in the event logs on (B)(6) 2011. The root cause was identified as user programming.

Event description:
Customer reported an over infusion of tpn on an infant. They performed their own investigation and determined that the cause of the event was due to user error. They downloaded the event logs and found that the nurse changed the rate from 5 ml/hr to 15 ml/hr at 6:20 am. The user intended to change the vtbi to 15 ml (3 hours worth of fluid), but accidentally changed the rate instead. This error wasn't found until 10 am, when the blood glucose was 626. The infusion of tpn was stopped and the pt's IV fluid was changed from d25w (dextrose 25% in water) to d10w (dextrose 10% in water) at 1 ml/hr for 1 1/2 hours and later the blood sugar dropped to 38. Extra lab work was needed. The tpn was restarted at 5 ml/hr and within 3-4 hours, the pt's blood glucose stabilized. Later, other events occurred that may not be related to the over infusion. The pt's blood pressure decreased and dopamine was started. A cranial ultrasound was performed to assess for a bleed and that was negative. Unk if any long-term injury was caused from the event. The hospital is working with their corporate pharmacy department to implement weight-based pt profiles.